Event description:
It was reported that shortly following the implant procedure, the patient presented with redness and puffiness surrounding the device pocket. The physician removed the stitches. Boston scientific technical services was contacted and agreed there was likely a change in the pocket to allow the new device to fit. The field was contacted and confirmed the device remains implanted and in service at this time and that the physician is continuing with normal follow ups. The patient was stable with no additional adverse consequences.

Event description:
It was reported that shortly following the implant procedure, the patient presented with redness and puffiness surrounding the device pocket. The physician removed the stitches. Boston scientific technical services was contacted and agreed there was likely a change in the pocket to allow the new device to fit. Additional information has been requested regarding resolution, but has not yet received.